Manufacturer narrative:
Approximately 119 cm of the catheter was returned. The returned catheter was patent and met the requirements for leak testing. Proteinaceous debris was observed within the interior and exterior of the catheter. The instructions for use that accompany the device caution that ¿shunt obstruction may occur in any of the components of the shunt system. The system may become occluded internally due to tissue fragments, blood clots, tumor cell aggregates, bacterial colonization, or other debris.¿ a review of the manufacturing and sterilization records was not possible as no lot number was provided. All catheters are 100% inspected at the time of manufacture. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The product testing is in progress. A review of the manufacturing records was not possible as no lot number was provided. All catheters are 100% inspected at the time of manufacture. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported to medtronic neurosurgery that the device was explanted due to the shunt not draining properly. According to the report, the patient was experiencing enlarged ventricles and decreased mentation. Reportedly, there was no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.